Event description:
Boston scientific received information that there was noisy signals on the left ventricular (lv) channel post implant. Measurements were normal. It was believed this was most likely due to air bubbles. Boston scientific technical services (bsc ts) discussed that the pressure usually equalizes within a couple days, and suggested following-up with the patient within the near future. It was also noted that this device might have been taken out of storage mode in early april, but not implanted until the end of april. There were no adverse patient effects reported.

Manufacturer narrative:
This cardiac resynchronization therapy defibrillator (crt-d) remains in service, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.